Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A marketing assistant reported a patient who presented with week long discomfort in the left eye after bandage contact lens removal post photorefractive keratectomy. The patient noted feeling she is healing slower than previous enhancement. The patient also noted lubricating drops were not put in after the bandage contact lens was removed. The patient was seen in follow up and the patient's symptoms resolved.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).